Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause and treatment were not reported. The patient outcome and action taken with pd therapy were not reported. Additional information is not available. .

Manufacturer narrative:
Event onset date changed ( previously reported as (B)(6) 2017). Concomitant product: dianeal pd4, 2.5% ambuflex (previously reported as dianeal 2.5%). Should additional relevant information become available, a supplemental report will be submitted.